Event description:
A non-health care professional reported during the intraocular lens implantation the injector went over lens instead of pushing it. There was patient contact. There was no harm to the patient and the patient was not hospitalized for the event. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the injector went over lens instead of pushing it. There was patient contact. There was no harm to the patient and the patient was not hospitalized for the event. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations are as follows: the device was returned sealed in a non-company pouch. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. No viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle and the plunger is advanced under the lens. The lens is crushed. Additional information: bss is not qualified to be used or mixed in with company ovds. A plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). The complaint indicated the use of bss and provisc as a viscoelastic, however no viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. In addition to this, bss is not qualified to be used or mixed in with company ovds. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).